Event description:
Event description guidant received information that this implantable lead displayed oversensing on the rate-sense channel which could be reproduced. Additional information was received that the oversensing resulted in inhibition of pacing.